Manufacturer narrative:
Additional information (model#, catalog#, UDI#),. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total endoscopic total gastrectomy, when the esophagus and the jejunum were anastomized, the staples cannot be formed when the firing insurance was pressed. The surgeon was able to press the green button, but the device was unable to fire and its handle was unable to squeeze by the surgeon. The jaws of the device did not lock on tissue. They exchange the device from new staple to resolve the issue. There was no patient injury.